Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Utilization of a multi meter was used and the speaker impedance was measured and found to be old. The reported symptom of 'visible alarms, but not audible' was verified through observation during evaluation when the unit was found to have no audio. The cause was determined be a failed speaker. The rear case which contains the speaker was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "visible alarms, but not audible.". There was no report of patient injury or medical intervention associated with this event. No additional information is available.